Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was further described as ¿the area was not cleaned before starting pd (no further detail). On the same day as onset, the patient began treatment for the peritonitis with vancomycin, injection, 1 gram start dose, intraperitoneally (frequency was not reported) and fortum, 1 gram, once daily (route not reported). On an unreported date, the patient was hospitalized for the event. One week after onset, the peritonitis was resolved. On unreported dates, the treatments with vancomycin/fortum were discontinued and the patient¿s pd catheter was removed (no further detail). No additional information is available.